Event description:
Procedure: vats /lung resection. According to the reporter: after firing the first load, it was found that the distal staple line was incomplete. Over 200cc but under 500cc of bleeding occurred from the vein. Went to open surgery for hemostatis. The incomplete staple line was manually sutured. The customer states the tissue was not so thick/hard.